Manufacturer narrative:
Approximate age of the device is 1 year, 6 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was re-admitted as he developed gi bleeding. The patient was transfused with 3 units of packed red blood cells. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported gi bleeding could not be determined as the lvad remains in use and was not returned for evaluation; however, the heartmate ii instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.